Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
The instructions for use of mitroflow lxa states that patients who are 55 years of age or less may experience accelerated calcification of their bioprosthetic valve. Limited information has been received to date on this event. The manufacturer is in the process of following up to gain further information and determine if the device is available for evaluation. Manufacturers analysis will be determined once further information and device availability is confirmed.

Event description:
On may 19 2017 the manufacturer was notified that on (B)(6) 2016 a mitroflow lxa 23 valve was explanted after 4.37 years due to premature degeneration. The notification was received directly from the patient. The valve had been implanted on (B)(6) 2012 in a (B)(6) male. From the 4th year follow-up to the 5th year follow-up the patient experienced a severe increase of the valve gradient (from 30 mmhg to 73 mmhg mean gradient). The valve was explanted and replaced with a mechanical valve.